Manufacturer narrative:
Bayer quality assurance product analysis received and examined a photograph of the tubing, lot # 162065. The actual product was not available for examination. Visual inspection of the photograph shows the particulate is partially embedded with extensions within the fluid path. This particle was introduced during component manufacturing. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated.

Event description:
The site reported the following: a black foreign particle was detected inside the tubing of a stellant syringe kit. This was detected by the staff after filling the syringe with contrast media and injecting into the patient.

Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned low pressure connecting tubing set (lpct), lot # 162065. The defect was identified as degraded plastic compound that is partially embedded in the tubing wall and extends into the fluid pathway. Dynamic flow studies were performed on the tubing with both saline and contrast media, concluding that the embedded compound could not dislodge or fragment into the fluid path. The cause of the reported problem is degraded compound (resin) that collected on the extrusion tooling and became partially embedded in the tubing as it was formed during manufacturing.